Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited emergency and hospitalized due to hyperglycemia on (B)(6) 2021. The customer¿s blood glucose level was 488 mg/dl at time of incident. The customer was treated with insulin drip. The customer stated that the symptoms at the time of hospitalization such as cramps. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.